Manufacturer narrative:
Photographs were provided; complaint confirmed. Should additional information become available, a supplemental record will be filed.

Event description:
Consumer stated that unit broke. Photographs provided show that the seat broke.

Manufacturer narrative:
Product was returned for evaluation. Serial number changed to (B)(4). The return fields in oracle state: shower chairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue that the shower chair was broken. The 95-2 invacare shower chair that was returned was found to be completely broken/cracked through the plastic seat portion of the device. There were several other small plastic pieces and some cosmetic issues found as well. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Photographs were provided; complaint confirmed.

Event description:
Consumer stated that unit broke. Photographs provided show that the seat broke.